Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did cause or contribute to the observed adverse events referenced in the literature. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: hellhammer k et al. The latest evolution of the medtronic corevalve system in the era of transcatheter aortic valve replacement: matched comparison of the evolut pro and evolut r. Jacc cardiovasc interv. 2018 nov 26; 11 (22): 2314-2322. Doi: 10.1016/j.jcin.2018.07.023. Epub 2018 nov 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the safety and efficacy outcomes in patients undergoing transcatheter aortic valve replacement with either the evolut pro valve or the evolut r valve. All data were collected from a single center between september 2015 and january 2018. The study population included 222 patients (predominantly female; mean age 81 years), 148 of which were implanted with a medtronic evolut r bioprosthetic valve and 74 were implanted with a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, three deaths occurred: one patient died 5 days post implant due to sudden cardiac arrest and ventricular fibrillation because of possible late coronary obstruction. Based on the available information, medtronic product may have caused or contributed to this death. The other two deaths occurred 7- and 8-days post implant, respectively, due to septicemia and multiple organ failure (source of infection was reported to be pneumonia in one patient and a demers catheter infection in the other patient). Based on the available information, medtronic product did not cause or contribute to these deaths. Among all evolut r patients, adverse events included: new permanent pacemaker implantation (16 cases), new onset conduction disorders (30 cases), valve-in-valve implantation due to ¿malpositioning deep¿ in the left ventricular outflow tract causing severe aortic regurgitation (3 cases), valve-in-valve procedures (8 cases), cardiopulmonary resuscitation (1 case), myocardial infarction (1 case), disabling stroke (2 cases), mild-moderate aortic regurgitation/paravalvular leak (26 cases), and major bleeding (2 cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. Among all evolut pro patients, adverse events included: new permanent pacemaker implantation (14 cases), new onset conduction disorders (18 cases), disabling stroke (1 case), mild aortic regurgitation/paravalvular leak (11 cases), and life-threatening/major bleeding (2 cases). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.